Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose on (B)(6) 2021 with blood glucose of 600 mg/dl which was treated with intravenous insulin drip. The customer had diabetes ketoacidosis. The customer was using the insulin pump within 48 hours of high blood glucose. The customer had no symptoms related to high blood glucose. The device will not be returned for the analysis.